Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Dwf391b reverse insert did not engage into the reverse tray when putting together the definitive implants. Surgeon tried multiple times to engage the poly onto the tray but there was always a gap between poly and tray. Both tray and poly were discarded and new implants used as surgeon was not sure what component t was causing the issue.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury.